Manufacturer narrative:
Failure analysis for fiber 0010-2400-308a-(B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe burnt on detritus; the outer flow tubing exhibited moderate sings of melting, and contamination (likely biologic) at the open end. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that at 57,673 joules of use, while cleaning the surgical fiber during a prostate procedure, a "fiber expired" message was received. The case was completed using an alternate procedure (turp), as the physician did not want to open another fiber. The patient outcome was reported as "ok" - there was no injury reported.